Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on one patient. The results provided were: on (B)(6) 2023 sid (B)(6) initial=1223.0 pg/ml /ultrasound, coronary angiography and MRI=negative /trop t=0.015 (unknown method) and ck-mb=negative /another lab on architect=> 1000 pg/ml the customer repeated on architect processing module for troubleshooting purpose and those results not used for patient management. Laboratory reference range for troponin= 15.6 pg/ml the patient had ultrasound, MRI and cardiac catheterization (coronary angiography) performed due to falsely elevated alinity troponin results. There was no information about MRI with or without contrast performed. There was no harm to patient due to MRI, cardiac catheterization and ultrasound. No known further impact to patient management.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on one patient. The results provided were: on (B)(6)2023 sid (B)(6)initial=1223.0 pg/ml /ultrasound, coronary angiography and MRI=negative /trop t=0.015 (unknown method) and ck-mb=negative /another lab on architect=> 1000 pg/ml the customer repeated on architect processing module for troubleshooting purpose and those results not used for patient management. Laboratory reference range for troponin= 15.6 pg/ml the patient had ultrasound, MRI and cardiac catheterization (coronary angiography) performed due to falsely elevated alinity troponin results. There was no information about MRI with or without contrast performed. There was no harm to patient due to MRI, cardiac catheterization and ultrasound. No known further impact to patient management.

Manufacturer narrative:
Updated section: b5 - describe event or problem: additional information provided on (B)(6)2023: the patient redrawn and repeated neat=228.1 pg/ml /hbt testing=333.1 pg/ml the customer provided corrected information that: repeated troponin on architect processing module that results used for patient management (run in another lab). The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data and accuracy testing for alinity I stat high sensitive troponin-I reagent lot 54080ud00. The ticket search determined that there is as expected complaint activity for the likely cause lot. A review of complaints determined that there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Historical performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The median value of the patient population for the complaint lot 54080ud00 is within the established limits and comparable to historical reagent lot performance. All field data demonstrating that the lot is performing as expected. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I stat high sensitive troponin-I reagent lot 54080ud00.